Event description:
The patient (pt) reported their device wasn't helping with pain anymore. The cause was not determined. Pt reported they rebooted the device so they could have an MRI. Pt reported the device is running and they can get an MRI, but device is still not helping their pain. Weight was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The caller stated that their implant has not been working for quite some time despite having it adjusted a lot last year, so in november they stopped recharging the implant. Caller stated that now they are thinking they will need a new stimulator but needs to have an MRI first. Caller stated they need to have the implant turned on in order to get the MRI. Caller asked how to get the implant restarted. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed possible overdischarge. It was reported patient is unable to communicate w/ the ins and has not charged since approx. Nov 2022. The reason for not charging, per caller, is that the patient felt the stimulation was not working. Caller does want patient to have an MRI and requested rep assistance. Redirected caller to nas for rep page. Additional information from the patient and manufacturing representative (rep) indicated that the patient had a loss of stimulation. Impedance checks done on the day of the report in clinic showed electrodes zero, one, three, four, five, six, greater than 10,000 ohms. Two of patient's groups existing included electrodes with open circuits. The rep reprogrammed these two groups which included only electrodes two and seven. Patient states she felt stimulation in her left leg, but stimulation immediately exacerbated her pain and triggered her neuropathy. Third group which covers right leg only remains unchanged as no open circuit electrodes were programmed in this third group. It was noted that the patient needs an MRI for further diagnostic related to new on set pain since scs implanted. Patient thinks the last time she charged her scs was november 2022. The rep met the patient today at clinician's office to initiate trickle charge. Patient states knowing ramifications of letting ins get over discharged, but charging burden had outweighed therapy efficacy.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.